Event description:
I have 2 birmingham total hip replacements implanted 2008. I have metallosis, pseudotumors, 75 percent of my abductor tendon was dissolved by metal ions. I have had 1 hip revised and the other scheduled for july. I have suffered with severe chronic fatigue since 2009. Smith nephew manufactured this implant which the FDA approved.